Manufacturer narrative:
(B) (4). (B) (4).information anticipated, but unavailable at this time.

Event description:
It was reported that during a lung transplant, the surgeon placed the device on the pulmonary artery. He fired the device and left the device in place while he cut the tissue along the device. It was noticed that no staples deployed and the device did not fire. There was excessive bleeding. There was an unknown amount of blood loss and a drop in the patient's pressure was noticed. The surgeon then suctioned the blood and controlled the bleeding. However it is unknown how the bleeding was controlled. The procedure was prolonged approximately thirty minutes. The patient received a blood transfusion however it is unknown how many units of blood was administered. The patient is still in the hospital in the critical care unit. On 02/03/2010 additional information: the bleeding was controled with clamps and sutures. The patient received 7 units of blood. This also occurred on the second firing of the device.